Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ skin rash/dermatitis: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side hives (cholinergic urticaria and pressure urticaria). Healthcare professional later reported a rupture. Device has been explanted and replaced.

Event description:
Patient reported, having hives (cholinergic urticaria and pressure urticaria). Healthcare professional, later reported, a rupture. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30jul2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.